Event description:
Additionally, healthcare professional reported "hole on valve side". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Additionally healthcare professional reported a hole on the valve side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, delamination on plug strap disk shell and delamination on diaphragm flange disk. Leak test and microscopic analysis was performed which identified: delamination on plug strap disk shell, delamination on diaphragm flange disk and opening crack. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, delamination total of the valve (adhesive failure) and delamination total of the plug strap disk shell (adhesive failure).